Event description:
It was reported that the customer experienced ongoing, intermittent elevated blood glucose values. On (B)(6) 2023 customer experienced an elevated blood glucose (bg) level over 650 mg/dl; cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.